Event description:
It was reported that a balloon burst occurred. The 10mm x 3.5mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon burst at the atmospheric pressure of 912kpa. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied, however the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium or blood that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was applied. A pinhole leak was located in the mid-section of the balloon. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. The rated burst pressure for this device is 12 atmospheres as per flextome cutting balloon directions for use 90994837-01a revision ab. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon burst occurred. The 10mm x 3.5mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon burst at the atmospheric pressure of 912kpa. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.